Event description:
The pt reportedly developed three skin flap infections in the last three years. The pt's infections have reportedly resolved with antibiotic therapy (type unk). Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.